Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The lot number 20230925 provided cannot be verified in association with the reported material number.

Event description:
It was reported that bd conventional needle- needle coring of rubber vial access. The following information was provided by the initial reporter: IV medication is aspirated in the or with the above needle (blunt). While aspirating IV medication, which is packaged in a vial with a rubber cap (e.g. Rocuronium), a piece of rubber got into the IV medication.

Event description:
30-april-2024: when preparing IV medication, small pieces of rubber are occasionally aspirated. No medical incidents have been reported as a result of the above.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. The picture shows a syringe with black foreign matter within it. It is possible that the black material is from the vial. As a valid bd lot number was not provided for this incident, a review of the production history records could not be performed. Based on the preventive measures in place, we believe it is unlikely that this incident resulted from poor or insufficient de-burring of the cannula during manufacture. Stopper conditions and the handling of the product may have an implication in this type of issue. The bd blunt fill needle is specially designed with a unique 40-degree bevel to minimize the risk of coring and is 1.5¿ long, to easily penetrate single and double septum barriers (rubber stopper and IV bag septums). When the needle is secured to the syringe, ensure that the needle penetrates the stopper at a ninety-degree angle to minimize the risk of coring. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.